Event description:
It was reported that the user experienced sustained hyperglycemia with glucose levels over 300 for approximately five days while using the ilet with a 23-inch, 6 mm infusion set; the user replaced the cartridge and infusion set, started a new site without observed cannula issues, and had recently started a g7 cgm. Symptoms included no reported acute illness or adverse clinical effects. Outcomes included no medical intervention, no hospitalization, no ketone testing, and no use of backup therapy. Investigation included review of device-reported data indicating persistent high glucose and customer care troubleshooting and education. Investigation of this case revealed no device alarms, no infusion set obstruction observed at removal, and an undetermined cause of hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.